Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, loss of capture was noted on the right ventricular (rv) lead. Dislodgement of the lead was confirmed with fluoroscopy. The rv lead was repositioned to resolve the event. The patient was stable with no consequences.